Event description:
The reporter stated that the catheter was placed on (B)(6), 2008. The next morning the catheter stopped working. It began reading negative numbers. A new monitor was connected but no change was seen to the reading on the monitor. A new catheter was inserted. It functioned correctly.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.